Event description:
A report was rec'd from the USA stating that a malfunction occurred on an 840 ventilator. The ventilator had an error code in the memory log indicating that the graphic user interface (gui) was inoperative. There was no report of patient involvement. The date of the event is unknown.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer ran the unit on a test lung and moved the gui to bd cable around in an attempt to replicate the error codes and he was not able to duplicate the alleged malfunction. The customer reported that the unit passed extended self testing and was placed back in service without incident. Covidien ref#: (B)(4).